Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, the patient underwent a transcatheter aortic valve replacement and received a 26 mm sapien 3 valve. Approximately 6 years and 10 months later, the patient presented with shortness of breath and the valve was found to exhibit stenosis. A valve in valve procedure was performed with a 23 mm sapien 3 ultra resilia valve. During the valve in valve, the delivery system balloon ruptured. The patient was in stable condition.